Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratches on lcd window, cracked case near display window corners, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the insulin pump flashed "250 high," but he reported that the insulin pump did not allow him to do anything. The customer's blood glucose was 250 mg/dl according to the insulin pump. He noted that his blood glucose went low when he went into a store, so he suspended the insulin pump. He stated that he went to restart the insulin pump, it began flashing "240," but he was unable to clear the alert. He also noted that the display screen had gone blank a few times, but the act button was not responding. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.